Event description:
Information was received from a consumer (con) regarding patient communicator/programmer. It was reported that they were getting service code 156 on the handset for the last week or two and the handset was not working right since they got the replacement handset. The patient stated that the device took a long time to connect. The agent asked the patient to connect with the handset and communicator and the patient said, she was able to connect to the pump and when they got at 90 percent it takes a long time to connect for more than 2 weeks. However, the device was connected, and the patient was locked out for 36 minutes for the next bolus. The agent asked how many boluses they got, and the patient said 6 bolus a day, but they did not always take them. The agent reviewed device function. The patient service reviewed the meaning of the service code and recommend patient restart the ¿myptm¿ application. The agent recommended closing out of all the applications. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that the patient was still having the issue where they get stuck at 90% when trying to connect to deliver a bolus. The patient wanted assistance but was struggling to hear and said they were struggling to follow instructions when trying to navigate to the "settings" app in the handset. The patient stated they would call back when their son was home to help.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.